Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the condition of "oil leak" could be confirmed. During service the device failure was noted in the pre-repair assessment non-conformances. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Device rec'd from USA for service. During servicing the device it was discovered that the device has oil leak. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.